Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced limb ischemia and would subsequently expire. The patient was flu positive and with elevated troponins. Initially diagnosed as non-st-segment elevation myocardial infarction and admitted to the telemetry unit. The patient converted to sinus rhythm spontaneously, and three days later st-segment elevation myocardial infarction was identified and confirmed. The patient underwent a left heart catheterization. Upon engaging coronaries (left main, left anterior descending [lad], left circumflex [lcx] and right coronary arteries), the patient became hypotensive, levo started, and decision was made to place impella cp. After the impella cp was implanted, the patient's blood pressure "significantly" improved, and the physician proceeded with the percutaneous coronary intervention. Cardiothoracic surgery was consulted for lad and lcx targets. While in catheterization lab, the physician initially preferred to leave in the peel-away sheath. The sheath shot showed no flow distally. Peel-away sheath was exchanged for repositioning sheath. A sheath shot was repeated through re-access port and showed flow. However, the flow was sluggish. The patient was immediately taken to the operating room. Coronary artery bypass graft surgery (CABG) x2 was performed. The patient was on multiple vasoactive drugs. The physician inspected the right leg, saw mottling and felt cool temperature. Abiomed support recommended transitioning to impella 5.5 since chest was still open and there was option for direct insertion. However, the physician opted to perform an external fem-fem bypass. An 8 fr. Retrograde on the left femoral supplying blood 6 fr antegrade via right using male to male connector. Initially right foot had a palpable pulse. As the physician completed the CABG, the patient continued to be hypotensive which resulted in increased use of vasoactive medications. The right ventricle function was noted to be impaired. An impella rp was unavailable. Dobutamine and milrinone were added for support. The impella cp position was confirmed via transesophageal echocardiogram, and the patient in critical condition was transferred to the unit. Approximately six days later the right foot was noted without pulse. Fem-fem bypass in place. The next day positive popliteal pulse on right extremity, no dorsalis pedis pulse was noted. Five days following an impella rp flex was inserted. The patient now on bipella support. The next day continuous renal replacement therapy was noted. Additionally, no flow in the right lower extremity was noted and the physician was unable to flow above p-5 without suction. It was stated that the patient continued to progressively decline with no progress resulting in multiple organ dysfunction (mod) syndrome. Family ultimately decided to withdraw all life-sustaining measures. All therapies were stopped, and the patient expired. The patient never fully recovered from the cardiac event. The patient was in a poor state resulting to mod and expired. The patient had significant limb ischemia prior to the insertion of the rp flex device. Limb ischemia was treated with fem-fem bypass so the implant was already quite severe. The impella related event for the limb ischemia is the impella cp. And the impella cp related events/periods of limb ischemia with surgical procedure fem-fem bypass cannot be excluded as possibly contributing to the outcome.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.1 revised to reflect adverse event only as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26050. B.2 revised selection as incorrect selections were entered on the initial manufacturer device report number 1220648-2025-26050. B.7 added information that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26050. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26050 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 health effect - impact code for death was added as it was inadvertentlyomitted from the initial manufacturer device report number 1220648-2025-26050. Code 1248 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26050. A new code was added to medical device problem code.